Event description:
It was reported that the device had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. A write to locked ram por registered on (B)(4) 2010. The analyst commented that the por severity is low and the device should be able to fully recover after the reset. This type of por is common when patients are receiving radiation therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.